Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered an error c-34 on the erbe generator. The customer tried rebooting the system, rebooting the erbe, and swapping the instrument/energy cable but the issue remained. The technical service engineer (tse) confirmed the reported error in the logs and informed the customer that monopolar energy would not be available on the erbe. The tse advised the customer to use a third-party generator; the customer located a third-party generator and connected it to the system for monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was turned on and diathermy plate attached. The system was fine when powered on, and no errors were reported. The error alert showed when diathermy was attached. The cut option on the 3rd party diathermy worked, but the coag would not work. The system was rebooted when it was safe to do so, with no effect. The error codes c-30 and c-34. An intuitive service call was made for advice. The procedure was completed robotically. The customer attached the diathermy via a 3rd party erbe machine. This did cause delays during the case as they could only attach one bipolar instrument at one time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the customer reported complaint was confirmed. The reported problem was confirmed as having occurred in the field since during power-on test c-34 error was seen. Upon visual inspection no issues were found that would be related to the reported event. The unit will be returned to the original equipment manufacturer for additional analysis.

Event description:
Refer to h11 for follow-up information.